Event description:
The customer reported that the 9600 system had a check sum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board and cradle cable were replaced during the service call.